Event description:
Patient reports retainers wouldn't fit the teeth and would make the top tooth feel as though they were being pulled out and would be very sore and the same on bottom teeth. Therefore, the patient cracked the retainers but the cracks are hurting/cutting the tongue and gums. Patient believes the sores are because of biting gums often due to teeth crowding.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.